Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the pt did not feel the stimulation in the right location. She needed it in her back but only felt it in her legs and knees. The issue occurred since implantation. The pt will work with her doctor to determine next course of action. No further info is available at this time.